Manufacturer narrative:
Initial reporter occupation: occupation = inventory manager. PMA/510(k) number = k171999. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to use for an unknown procedure, black particles were flushed from a performer introducer during preparation of the device. As the device was flushed with saline, several black particles were flushed from the sheath into the saline bowl, and black particles were also noted in the hub/check-flo valve. The device did not make patient contact. A new device of the same type was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Summary of event: as reported, prior to use for an unknown procedure, black particles were flushed from a performer introducer during preparation of the device. As the device was flushed with saline, several black particles were flushed from the sheath into the saline bowl, and black particles were also noted in the hub/check-flo valve. The device did not make patient contact. A new device of the same type was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Correction: d9, h3 - the device was returned to cook for investigation. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. One performer introducer was returned to cook for investigation. Black particles were found in the hub of the device. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records show no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: "do not use the product if there is doubt as to whether the product is sterile." "Upon removal from package, inspect the product to ensure no damage has occurred." The information provided by the customer provides evidence suggesting the complaint device was manufactured out of specification. Based on the available information and results of the investigation, cook has concluded that a manufacturing deficiency of the complaint device contributed to this event; however, cook believes this to be an isolated incident. The appropriate personnel were retrained to prevent this failure from occurring in the future. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: d9, h3: fedex is unable to locate the package containing the complaint device; therefore, the device will not be returned to cook for investigation. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.